Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump being dropped, the pump went off and noticed that the insulin was not delivering accurately. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed for a short battery lifetime. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. No harm requiring medical intervention was reported. Product return was requested for mmt-1780kpk. The customer will discontinue using the device, and the customer's response was that the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (health effect - clinical code, health effect - impact code, medical device problem code, type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump was exposed to moisture, confirmed short battery lifetime, dropped pump, and after that pump went off since noticed that insulin was not delivering accurately. The customer reported blood glucose value of 325 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1780kpk, mmt-332a, unomedical. Troubleshooting was not performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-1780kpk. No product return was required for mmt-332a. No product return was required for unomedical.